Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported during explant of a lead, the lead fractured and left a device fragment in the patient. The physician tried to resect down and remove the fragment but was unsuccessful. The patient was implanted with a new lead and the new lead programming revealed ideal sensory responses. It was unknown why the patient¿s lead was being removed. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.